Manufacturer narrative:
The advance capsule endoscope delivery device instructions for use contains the following instructions: "push the video capsule into the capsule cup with the optical dome of the video capsule facing out. Listen for an audible click (this indicates that the capsule is appropriately seated within the capsule cup). Deploy the capsule by following these steps: open the finger ring handle briskly until it stops. Confirm capsule delivery endoscopically by looking through the clear capsule cup and seeing the cable and the empty capsule cup. Advancing the capsule cup from the distal tip of the endoscope may enhance the luminal field of view. If the capsule does not fully deploy: close the finger ring handle. Slightly alter the position/angulation of the endoscope. Straighten the handle and catheter and repeat deployment steps. After capsule delivery, close the finger ring handle until the deployment cable is retracted into the catheter." The device was not returned for investigation. Without the return of the device the complaint cannot be confirmed, and the cause of the reported issue cannot be determined. The device history record of the lots subject of the event were reviewed and no abnormalities were found pertaining to these lots. There are no other complaints associated with these lots. Steris endoscopy will request that the distributor offer in-service training to the user facility.

Event description:
The user facility reported that while using their advance capsule endoscope delivery device, the video capsule did not deploy from the capsule container. The user facility removed the whole system and used a separate net device to release the capsule in the bowel resulting in a procedure delay. The procedure was completed successfully. No report of injury or patient harm.

Manufacturer narrative:
On december 15, 2022, steris learned that a procedure delay occurred during three separate patient procedures not one; this follow-up MDR is soley being submitted to correct this information. No additional issues have been reported.

Manufacturer narrative:
Steris endoscopy requested that the distributor offer in-service training to the user facility; however, the customer declined the in-service training. No additional issues have been reported.